Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. Device evaluation: visual analysis of the photographs identified; rupture. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and silicone migration.

Event description:
Healthcare professional reported left side "intra capsular rupture," "pain," and "silicone leakage." Device has been explanted.